Event description:
The pt reported the lead sciatic nerve pain at the lead location and down the inside of the left leg. Stimulation does not provide effective pain relief. F/u identified surgical intervention was undertaken on (B)(6) 2013. It was discovered the ipg had migrated causing discomfort not the lead. The ipg was repositioned deeper and more medial in the original pocket, then suture to prevent it from moving again. Effective stimulation and coverage was achieved postoperatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.